Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) due to hyperglycemia at viecuri medisch centrum on (B)(6) 2025. The patient's blood glucose levels reached 29 mmol/l (522 mg/dl) while wearing the pod and received an alarm. Symptoms reported include nausea and vomiting. The patient changed the pod and administered a manual injection of insulin which did not help lower their blood glucose levels. The patient went to the hospital and was administered insulin via mdi, had blood/urine sampling and was prescribed long-acting insulin (insulin brand name not provided). The patient was discharged the same day.

Manufacturer narrative:
The download data from the returned device showed that no hazard alarms had been generated by the pod. No issues were observed that would result in a hazard alarm.